Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided. Section d6b: explant date: unknown, information not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that after inserting the intraocular lens (iol), the patient was dissatisfied with vision at every distance. The surgeon decided to explant the lens due to the patient¿s complaint. The replacement iol model is unknown. The lens was explanted during a secondary surgery. The replacement iol is a non-johnson and johnson lens. The patient has fully recovered. No unplanned incision enlargement, sutures, vitrectomy, or delay in procedure were reported. No additional medical attention or medication outside of standard care was required. No further information available.